Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrointestinal reconstruction, when the device was unpacked and put into the abdominal cavity, upon pulling, the needle and thread were detached. The first suture had not been performed yet. A new device was used to resolve the issue and complete the case. There was no patient injury.